Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurate result of "12.0 mmol/l" as compared to a reading of "6.0 mmol/l" obtained on a lab device. The time difference between the readings is not known. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.